Event description:
It was reported that the patient line of the homechoice cassette leaked from an unspecified location. This was observed during priming of the device for peritoneal dialysis (pd) therapy. The patient would start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.